Manufacturer narrative:
Medwatch fields d. Device identification and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the last calibration performed on 21-sep-2023; the results were within specifications. The investigation reviewed the qc recovery on the day of the event; the result was out of range. The investigation reviewed the alarm trace; the trace contained an "abnormal aspiration (sample probe)" alarm. The field service engineer inspected the module and was not able to determine the cause of the event. He replaced both the sipper and vacuum nozzles, the dilution vessel, and the packing of the valves. The customer performed calibration and qc; all the results were within specified ranges. On follow-up, the customer stated that the moving averages were steady. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas 8000 cobas ise module (double) is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect nai for gen.2 results from 156 patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated that ion-selective electrode (ise) 2 has been giving erroneous results -the qc was out of range, the moving averages were out, and patient results were discrepant. The initial results were reported outside of the laboratory and 54 patient results had to be amended. The reporter was able to provide one example of a discrepant result: the initial sodium result from ise2 was 133.5 mmol/l. The repeat result from ise1 was 140.0 mmol/l. The repeat result was deemed correct.